Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: date received by MFR - mar 28, 2019.

Event description:
New information received notes that the lead was dislodged after implant, discovered at the discharge check in the hospital. Lead couldn't be re-positioned with different stylets during revision the following day after original implant, the physician requested a new atrial lead. Patient was stable throughout the event.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the right atrial lead was explanted and replaced the following day of the implant procedure. Further information was requested but not received yet.